Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
During the shift check, the autopulse platform (B)(6) repeatedly failed and displayed a message of "pull up lifeband". No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed a message of "pull up lifeband" was confirmed during the functional testing but not during the archive data review. Zoll service found encoder drive shaft does not rotate smoothly and exhibits binding and that may have caused the difficulty for the user to pull up the lifeband. The root cause for the observed issue was due to a failure of the integrated encoder gearbox. The autopulse platform passed the initial functional test without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Upon further inspection, it was observed that manually raising or lowering the lifeband was difficult due to binding and resistance in the encoder drive shaft, thus confirming the customer complaint. The integrated encoder gearbox needs to be replaced to remedy the reported issue. Waiting for customer approval for service. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).